Manufacturer narrative:
Concomitant medical products: addr01, ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and no sensing of a waves in atrial tachycardia/atrial fibrillation (at/af). It was noted that the patient experienced atrial fibrillation. The ra lead remains in use. No further patient complications have been reported as a result of this event.